Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer informed the tsc specialist that the bottle of acid reagent and the bottle of base reagent had been reversed on the instrument. The customer then reran all patient samples, and discovered the falsely low troponin result. The cause of the falsely low troponin result is user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low troponin result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was rerun on an alternate instrument, and the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.